Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/the essure coil had shifted location") and loss of consciousness ("blackouts/since getting essure, I have suffered multiple blackouts every year") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)/left side was not completely blocked". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("vaginal infection/I have suffered frequent and severe vaginal yeast infection"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy/since getting essure, I have suffered from skin rashes and other symptoms related to nickel allergy") with rash and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea/since getting essure, I have suffered severe nausea on a daily basis") and weight increased ("weight gain/since getting essure, I have suffered from substantial weight gain"). In (B)(6) 2014, the patient experienced loss of consciousness (seriousness criterion medically significant) and helicobacter gastritis ("h. Pyloria/since getting essure, I have suffered from a gastrointestinal bacterial infection that requires lifelong monitoring"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/since getting essure, I have had frequent and severe abnormal bleeding in my menstrual cycle as well as frequent abnormal vaginal spotting") and alopecia ("hair loss/since getting essure, I have suffered from extreme hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge/since getting essure removed, I have experienced a near-constant milky white vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation / bleeding/abnormal bleeding (vaginal, menorrhagia)"), mood swings ("mood swings"), vaginal disorder ("vaginosis"), back pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain") and abdominal pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, loss of consciousness, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal disorder, anxiety, depression, nausea, dyspareunia, vaginal discharge, weight increased, helicobacter gastritis, alopecia, migraine, headache and back pain outcome was unknown, the menorrhagia had not resolved and the allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, headache, helicobacter gastritis, loss of consciousness, menorrhagia, migraine, mood swings, nausea, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding diagnostic results: on an unspecified date, hysterosalpingogram revealed unilateral occlusion (right tube occluded), malposition of essure device and other (the left side essure coil was letting dye through the fallopian tube, showing the left side was not completely blocked. The right side fallopian tube was blocked, but the essure coil had shifted location). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- malposition of essure device/the essure coil had shifted location, mood swings, abnormal bleeding (vaginal, menorrhagia)/since getting essure, I have had frequent and severe abnormal bleeding in my menstrual cycle as well as frequent abnormal vaginal spotting, vaginal infection/I have suffered frequent and severe vaginal yeast infection, vaginosis, anxiety, depression, nausea/since getting essure, I have suffered severe nausea on a daily basis, blackouts/since getting essure, I have suffered multiple blackouts every year, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, h. Pyloria, hair loss, , migraines, headaches, since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain and unilateral occlusion (right tube occluded)/left side was not completely blocked. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/the essure coil had shifted location") and loss of consciousness ("blackouts/since getting essure, I have suffered multiple balckouts every year") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)/left side was not completely blocked". The patient's past medical history included flank pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("vaginal infection/I have suffered frequent and severe vaginal yeast infection"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2014, the patient experienced allergy to metals ("nickel allergy/since getting essure, I have suffered from skin rashes and other symptoms related to nickel allergy") with rash and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2014, the patient experienced nausea ("nausea/since getting essure, I have suffered severe nausea on a daily basis") and weight increased ("weight gain/since getting essure, I have suffered from substantial weight gain"). In july 2014, the patient experienced loss of consciousness (seriousness criterion medically significant) and helicobacter gastritis ("h. Pyloria/since getting essure, I have suffered from a gastrointestinal bacterial infection that requires lifelong monitoring"). In august 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/since getting essure, I have had frequent and severe abnormal bleeding in my menstrual cycle as well as frequent abnormal vaginal spotting") and alopecia ("hair loss/since getting essure, I have suffered from extreme hair loss"). In september 2014, the patient experienced vaginal discharge ("vaginal discharge/since getting essure removed, I have experienced a near-constant milky white vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation / bleeding/abnormal bleeding (vaginal, menorrhagia)"), mood swings ("mood swings"), vaginal disorder ("vaginosis"), back pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain") and abdominal pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, loss of consciousness, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal disorder, anxiety, depression, nausea, dyspareunia, vaginal discharge, weight increased, helicobacter gastritis, alopecia, migraine, headache and back pain outcome was unknown, the menorrhagia had not resolved and the allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, headache, helicobacter gastritis, loss of consciousness, menorrhagia, migraine, mood swings, nausea, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes status post essure on an unspecified date, hysterosalpingogram revaled unilateral occlusion (right tube occluded), malposition of essure device and other (the left side essure coil was letting dye through the fallopian tube, showing the left side was not completely blocked. The right side fallopian tube was blocked, but the essure coil had shifted location). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, abdominal pain, vaginal haemorrhage, back pain, allergy to metals, anxiety. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received- relevant medical history was added. Reporters added. Case became medically confirmed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/the essure coil had shifted location") and loss of consciousness ("blackouts/since getting essure, I have suffered multiple blackouts every year") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)/left side was not completely blocked". The patient's past medical history included flank pain, pelvic pain, vaginal bleeding and threatened abortion. Previously administered products included for an unreported indication: paxil. Concurrent conditions included depression and anxiety. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("vaginal infection/I have suffered frequent and severe vaginal yeast infection"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy/since getting essure, I have suffered from skin rashes and other symptoms related to nickel allergy") with rash and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nausea ("nausea/since getting essure, I have suffered severe nausea on a daily basis") and weight increased ("weight gain/since getting essure, I have suffered from substantial weight gain"). In (B)(6) 2014, the patient experienced loss of consciousness (seriousness criterion medically significant) and helicobacter gastritis ("h. Pyloria/since getting essure, I have suffered from a gastrointestinal bacterial infection that requires lifelong monitoring"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/since getting essure, I have had frequent and severe abnormal bleeding in my menstrual cycle as well as frequent abnormal vaginal spotting") and alopecia ("hair loss/since getting essure, I have suffered from extreme hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge/since getting essure removed, I have experienced a near-constant milky white vaginal discharge"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("increased bleeding during menstruation / bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("vaginosis"), back pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain") and abdominal pain ("pain/since getting essure, I have suffered frequent and severe pain in my abdomen, pelvis, and lower back pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, loss of consciousness, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection, vaginal disorder, anxiety, depression, nausea, dyspareunia, vaginal discharge, weight increased, helicobacter gastritis, alopecia, migraine, headache and back pain outcome was unknown, the menorrhagia had not resolved and the allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, headache, helicobacter gastritis, loss of consciousness, menorrhagia, migraine, mood swings, nausea, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occluded fallopian tubes status post essure on an unspecified date, hysterosalpingogram revealed unilateral occlusion (right tube occluded), malposition of essure device and other (the left side essure coil was letting dye through the fallopian tube, showing the left side was not completely blocked. The right side fallopian tube was blocked, but the essure coil had shifted location). In (B)(6) 2014, dye contrast/xray results: unilateral occlusion (right tube occluded), malposition of essure device, other ¿ the left side essure coil was letting dye through the fallopian tube, showing the left side was not completely blocked. The right side fallopian tube was blocked, but the essure coil had shifted location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, abdominal pain, vaginal haemorrhage, back pain, allergy to metals, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.